Event description:
Reportedly, the first instrument was fired over the tissue and its jaws would not release from the tissue. The device was discarded after removing it from the tissue by forcing the instrument jaws open. Then a second instrument was fired over the tissue and its jaws would not release the tissue. Therefore, the surgeon transected around the tissue to release the device with hand sewing to complete the case without incident. Procedure: unk. Pt status: no pt injury reported